Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was intermittently unresponsive and required multiple button presses to elicit a response. The patient indicated the rubber keypad was peeling up. The patient noted no evidence of moisture in the pump. The patient reportedly wore the pump under clothing and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed intermittent response to user input on the 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. The 'up' and 'down' buttons respond to user input and are functional. Observed the keypad cover is lifting and peeling below the 'ok' button, exposing the button contact. Keypad cover was removed to examine the button contacts. Contamination was found under all the button contact.